Event description:
A surgeon reported that a cv232 sre iol was implanted in 2003 in a pt's right eye. At post-op visit 8 days later, lens reported as subluxated with possible tear in posterior capsule. 6 days later, the doctor did not explant the lens, but repositioned same in the eye with no complications. Current medication is pred forte. Visual acuity reported as 20/25 od at 2003 follow up visit. Prognosis indicated as excellent and pt doing well. No further info is available at this time.